Manufacturer narrative:
Additional information received; it was reported approximately 5 years post the index procedure, follow up CT scan showed there was no more thrombosis and the event was resolved. The patients anticoagulant therapy was discontinued. If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was implanted (zone 2) in a patient for the emergent endovascular treatment of a traumatic rupture at the isthmus level (multi-traumatic patient). The proximal aortic neck was 21 mm in diameter with a length of 15 mm and parallel sides. The distal neck was 18 mm with a length of 187 mm and parallel sides. It was reported that there was endoluminal thrombus in the concavity of the stent invading the aortic lumen on one third of the diameter, located at the one third proximal of the stent graft. The patient received anticoagulation therapy. The investigator assessed the event as related to the device, not related to the procedure. The event was reported as unresolved. No additional clinical sequelae were reported.